Event description:
Incident reported as: the clips fall from the jaws of the applier. No pt injury reported. No medical intervention reported. No further information available.

Manufacturer narrative:
Sample requested but not received at time of this report. Investigation ongoing. A f/u report will follow when complete.